Event description:
Information was received based on a review of a journal article titled, ¿a randomized controlled radiostereometric study comparing a novel porous titanium construct to a porous coated surface in cementless total knee arthroplasty.¿ aseptic loosening of the tibial component in total knee arthroplasty (tka) remains a leading cause of revision surgery, and newer techniques are currently developed to meet the patients´ demands for increased durability of the implants. In a prospective randomised study a novel porous titanium construct used for total knee arthroplasty (tka) was evaluated and was compared to a porous coated surface. A patient was identified in the study that underwent an initial knee arthroplasty in 2011. Subsequently, patient underwent a revision procedure to implant a hemi constrained prosthesis on (B)(6) 2014 due to pain and instability. Surgeon noted implants were well fixed and no signs of infection. Patient underwent another revision procedure on (B)(6) 2015 due to unknown reasons. A fully constrained knee was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of implant - 2011 and (B)(6) 2014. Date explanted - (B)(6) 2014 & (B)(6) 2015. Event is being reported to FDA on one medwatch as the limited information available indicates that revision procedures occurred; however, the identity of the products implanted and explanted are unknown. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This information was originally reported on 1825034-2014-08852 which referenced a journal article written on a study that this patient took part in.